Event description:
It was reported via medwatch " the iabp was alarming for helium loss detected. The patient was redirected and repositioned in bed when the bedside rn notied blood in the helium line. The iabp was immediately turned off and the line was clamped. Cardiology blue was notified and came straight to bedside. The patient initially denied any chest pain or shortness of breath, and vital signs were stable. Cardiac and vascular surgery were also called to bedside and the patient was taken to the operating room due to iabp rupture".

Manufacturer narrative:
(B)(4). Medwatch#: mw5153630.

Manufacturer narrative:
(B)(4). Medwatch#: mw5153630 the reported complaint of "blood in the helium line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via medwatch " the iabp was alarming for helium loss detected. The patient was redirected and repositioned in bed when the bedside rn notied blood in the helium line. The iabp was immediately turned off and the line was clamped. Cardiology blue was notified and came straight to bedside. The patient initially denied any chest pain or shortnes of breath, and vitial signs were stable. Cardiac and vascular surgery were also called to bedside and the patient was taken to the operating room due to iabp rupture".